Manufacturer narrative:
(B)(4). Batch # n54n6a. One picture was provided; picture received shows the proximal part of an anvil with a cartridge loaded, the proximal staples can be seen protruding. Based on the photo alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion., the analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the dr. Was doing an open nephrectomy procedure. During surgery, he intended to use our ats45 stapler with tr45w reload to staple the tissue. After compression has taken place, he tried to squeeze the firing trigger to fire the stapler. However, after squeezing the trigger half way, he found that the trigger becomes very hard to squeeze. Some of the staples already ran out and forming 'semi-b' shape. The blade has also come out in half way inside the jaw. The dr. Then believe the stapler was 'unable to fire', he released the firing trigger and use another new stapler to continue his case. It was unknown whether there are any patient consequence at the time of creating this complaint.